Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 560 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised when they removed the site the cannula was bent. Customer was advised to receive proper training for using the insulin pump and to disconnect from the device until they are fully trained.